Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. This issue is addressed in the instructions for use (IFU): preventive measure is described in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus endoscopic support specialist (ess) was requested to perform a demonstration for reprocessing the gastrointestinal videoscope. The reprocessing steps performed by the customer was not in order as per instruction for use. There were no reports of patient involvement.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), reprocessing deviations observed during the on-site visit was confirmed and observed decontamination room and advised on reprocessing for repair trends, as well as ways to avoid and prevent common repairs. It was recommended to reprocess the scopes within one hour and to improve the care/handling needed while endoscopes are in sink. An in-service was also advised. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.